Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. It was noted that all keypad button symbols were worn. The down arrow and ok keypad buttons were intermittently responsive during testing. All keypad buttons were observed to spring back as expected when pressed. There was evidence of contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the down arrow keypad button has been slow to respond and requires excessive force to obtain a response for the past week. She noted that all other keypad buttons are responding as usual. The family member reported that the keypad buttons spring back as expected when pressed. She denied physical damage to the rubber keypad; denied that the pump has been exposed to water or cleaning products; and stated that the patient wears the pump in various places with a clip or case.